Manufacturer narrative:
Device out of the work during surgical treatment as the blast shield needs to be replaced due to normal wear. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.